Manufacturer narrative:
Results: twenty five samples were returned and underwent a simulated phlebotomy with sheep's blood during a clinical investigation. All 25 samples tested performed within specifications. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5163784. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the 16 x 125 mm 10.0 ml bd vacutainer® plus plastic sst tube has been shattering and is being reported for leakage. No injury or medical intervention reported.